Event description:
It was reported that a lead warning and polarity switch occurred on the right ventricular (rv) lead due to high impedance. It was also reported that there were a large number of ventricular high rate episodes (vhre) which looked non-physiologic but thought they may have been from myopotential oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.